Event description:
The customer reported that in the neuro unit, a patient was ordered IV normal saline at 75ml/hour. A 1,000 ml bag was hung at 1438. Another rn entered the room to check on the patient and noticed IV bag was empty. The volume was verified at an unknown time in epic, which stated 498 ml. The customer did not report if this was the volume left to be infused, or if this was the volume that infused. It was noted that the fluid in the chamber seemed to be moving faster than 75 ml/hour. There was no detectable harm. A location of the neuro med surg unit was provided. The customer reports "lvp failed pm". Free flo alarm." Received a copy of the customer's sus event report from FDA, which states ¿a 100ml bag was hung at 2:38pm at a rate of 75ml/hour. Rn entered room later to find that IV bag was empty earlier than expected. Rn verified pump in epic and it was noted that only 498ml was accounted for, when the full 1000ml had infused. Rn noted that the fluid in the chamber appeared to be dripping faster than 75/mlhr. Rn stopped the remainder of the infusion, and obtained another IV pump and channel. There was to harm to the patient. Pump failed additional pm check and review of pump shows programming by rn was correct." The customer later reported, "pump was set to infuse at 75 ml/hour but noted to infuse at the twice the expected rate". This resulted in the patient receiving the full volume of IV fluid in half the ordered time.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that in the neuro unit, a patient was ordered IV normal saline at 75ml/hour. A 1,000 ml bag was hung at 1438. Another rn entered the room to check on the patient and noticed IV bag was empty. The volume was verified at an unknown time in epic, which stated 498 ml. The customer did not report if this was the volume left to be infused, or if this was the volume that infused. It was noted that the fluid in the chamber seemed to be moving faster than 75 ml/hour. There is no report of patient harm.

Event description:
The customer reported that in the neuro unit, a patient was ordered IV normal saline at 75ml/hour. A 1,000 ml bag was hung at 1438. Another rn entered the room to check on the patient and noticed IV bag was empty. The volume was verified at an unknown time in epic, which stated 498 ml. The customer did not report if this was the volume left to be infused, or if this was the volume that infused. It was noted that the fluid in the chamber seemed to be moving faster than 75 ml/hour. There was no detectable harm. A location of the neuro med surg unit was provided. The customer reports "lvp failed pm". Free flo alarm." Received a copy of the customer's sus event report from FDA, which states ¿a 100ml bag was hung at 2:38pm at a rate of 75ml/hour. Rn entered room later to find that IV bag was empty earlier than expected. Rn verified pump in epic and it was noted that only 498ml was accounted for, when the full 1000ml had infused. Rn noted that the fluid in the chamber appeared to be dripping faster than 75/mlhr. Rn stopped the remainder of the infusion, and obtained another IV pump and channel. There was to harm to the patient. Pump failed additional pm check and review of pump shows programming by rn was correct." The customer later reported, "pump was set to infuse at 75 ml/hour but noted to infuse at the twice the expected rate". This resulted in the patient receiving the full volume of IV fluid in half the ordered time.

Manufacturer narrative:
The customer¿s report of saline infusing too fast was not confirmed. Visual inspection showed no anomalies. The pcu event log shows that the pump module received a remote IV request for drugid 3 to infuse at 75ml/hr with a vtbi of 1000ml at 2:38 pm on 04 june 2018. At 9:15 pm, the user paused the infusion. At 9:18 pm, the device alarmed for flo stop open for 2 seconds. The door was then closed and the infusion restarted. At 9:19 pm, the device received a remote IV request for drugid 3 to infuse at 75ml/hr with a vtbi of 1000ml. At 9:26 pm, the user paused the infusion and then removed the device from the system at 9:27 pm. The user selected softkey 14 to address the resulting channel disconnect alarm. At 9:27 pm, the system was shutdown and powered off. The volume recorded as being infused during this period was 505.546ml. Functional testing showed no anomalies and the device was delivering fluid within specifications. The root cause of the customer¿s report was not identified.

Event description:
The customer reported that in the neuro unit, a patient was ordered IV normal saline at 75ml/hour. A 1,000 ml bag was hung at 1438. Another rn entered the room to check on the patient and noticed IV bag was empty. The volume was verified at an unknown time in epic, which stated 498 ml. The customer did not report if this was the volume left to be infused, or if this was the volume that infused. It was noted that the fluid in the chamber seemed to be moving faster than 75 ml/hour. There was no detectable harm. A location of the neuro med surg unit was provided. The customer reports "lvp failed pm". Free flo alarm." Received a copy of the customer's sus event report from FDA, which states ¿a 100ml bag was hung at 2:38pm at a rate of 75ml/hour. Rn entered room later to find that IV bag was empty earlier than expected. Rn verified pump in epic and it was noted that only 498ml was accounted for, when the full 1000ml had infused. Rn noted that the fluid in the chamber appeared to be dripping faster than 75/mlhr. Rn stopped the remainder of the infusion, and obtained another IV pump and channel. There was to harm to the patient. Pump failed additional pm check and review of pump shows programming by rn was correct."

Event description:
The customer reported that in the neuro unit, a patient was ordered IV normal saline at 75ml/hour. A 1,000 ml bag was hung at 1438. Another rn entered the room to check on the patient and noticed IV bag was empty. The volume was verified at an unknown time in epic, which stated 498 ml. The customer did not report if this was the volume left to be infused, or if this was the volume that infused. It was noted that the fluid in the chamber seemed to be moving faster than 75 ml/hour. There was no detectable harm. A location of the neuro med surg unit was provided. The customer reports "lvp failed pm". Free flo alarm."